Event description:
It was reported that during an unspecified surgery, the motor device "died". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested which found that the motor doesn't rotate.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.